Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At approximately 6 months later, the patient underwent reintervention due to an occluded limb. The patient was said to have outflow disease. A thrombectomy was performed as well as a bypass from the iliac artery to the superior mesenteric artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.